Manufacturer narrative:
The tech found that right foot siderail latch rod was rusty and the latch would not slide across to latch. The tech cleaned and lubricated the right foot siderail latch rod and latch to resolve the issue.

Event description:
The customer alleged that the right foot siderail will not latch. No pt impact.